Event description:
During installation of the device, the technician reported the hand crank housing placement was in the way of the connectors in the base while closing the front panel of the console. Since the event occurred during installation of the device, there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Eval anticipated, but not yet begun.